Event description:
A caller reported experiencing a cgm error identified as error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the process, after which the cgm error did not reappear. The caller successfully started a new sensor session.